Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open skin under the lifevest equipment. Patient described the area as breaking skin. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician treated patient for the skin irritation. Follow up indicated that the skin irritation improved.